Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Firing mechanism. Evaluation summary: the analysis showed that the tsb45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history records were reviewed with no anomalies noted during the manufacturing process.